Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the crossing difficulties were encountered and stent damage was noted. The physician was attempting to advance a taxus express2 3.0 x 16 mm drug eluting stent across a 95% severely calcified lesion in the mid circumflex, but was unable to do so. The lesion had not been predilated. The physician removed the stent delivery system and dilated the lesion with an open sail 2.5 x 15 mm balloon. He was still unable to cross and he had difficulty removing it. He then removed the delivery system and noted that the stent body was badly mangled on the proximal end. The physician dilated again with the same open sail 2.5 x 15 mm balloon and tried to cross with a new taxus express2 3.0 x 18 mm drug eluting stent; which would not cross the lesion either. He felt resistance within the 6f ebu 3.0 guide upon withdrawal, and noted that one of the struts was "standing" straight up. The physician then attempted to cross the lesion with a cypher 3.0 x 18 mm drug elutng stent unsuccessfully. He redilated the lesion with a quantum 3.0 x 15 mm balloon and was then able to successfully deploy a taxus express2 3.0 x 16 mm drug eluting stent. The stent was well positioned and well apposed. Same case as MFR's # 6000089-2004-00441.